Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28june2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the front and rear bezel as well as the top cover and the issue was resolved.

Event description:
It was reported that the unit's bezel and top cover was cracked. Additionally, the light emitting diode (led) was not working. There was no patient involvement.